Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# va0ggaj implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: please see mfg. Report no. 3004209178-2016-27252 with respect to the consumer¿s first infection.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had an infection and the system was explanted. It was noted this was the consumer¿s second infection and system. The consumer¿s underlying disease was noted as bowel incontinence. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.